Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and stroke. It was reported that a motor stall with recovery secondary to an MRI on (B)(6) 2015. It was noted that the event was related to the device or therapy, but not related to the implant procedure. It was considered resolved without sequelae on (B)(6) 2015. Additional information has been requested regarding the patient's dose and concentration of medication delivered by the pump; medical history; concomitant medications; and the time of the motor stall and the time of the recovery, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the health care provider (hcp) via a clinical study reported that the drug that was used via the device system was gablofen 500mcg/ml at 119.88mcg/day and clonidine 200.0mcg/ml at 47.95mcg/ml. The concomitant medications were reported as baclofen, hydrocodone-acetaminophen, and desipramine. The relevant medical history was listed as neuralgia/neuritis, stroke. It was reported that the motor stall occurred at 14:20 and recovered at 14:47. The diagnostics date was listed as (B)(6) 2015.